Event description:
It was reported that during a peripheral treatment procedure guide wire tip detachment occurred. The target lesion was located in the mid anterior tibial artery. A journey guide wire had been selected and advanced. During the procedure, the tip of the guide wire detached. The physician was able to retrieve the detached portion with a snare. The procedure was completed with a non-bsc device. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).